Manufacturer narrative:
Upon review of the reported event and a review of the manufacture records, it was determined that the device used in this event had not been released for distribution. Therefore this report was submitted in error.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2023. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while demonstrating partial fire with the device and the user was able to hit home button to bring blade back home, but was unable to open up jaw of the device and the jaws are still locked on the demo tissue. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.